Event description:
Pt was revised to address tibial and femoral loosening, a broken locking mechanism on the insert, and osteolysis.

Manufacturer narrative:
No products were returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event without the products to examine and insufficient info. The reported pt large physical structure in combination with a high activity level is a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.